Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the bottom area of the cassette door of the cycler during drain 3 of 4 and also at the end of the pd treatment. The patient reported receiving an air detected in cassette alarm prior to the leak. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to disregard the use of the cycler until the next day and follow up with the patient's on-call pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event, and that fluid was found underneath the cycler as well. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (type unknown, dose unknown, oral, three days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the cycler has not been used since the event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 health effect impact code plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the bottom area of the cassette door of the cycler during drain 3 of 4 and also at the end of the pd treatment. The patient reported receiving an air detected in cassette alarm prior to the leak. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to disregard the use of the cycler until the next day and follow up with the patient's on-call pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event, and that fluid was found underneath the cycler as well. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (type unknown, dose unknown, oral, three days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the cycler has not been used since the event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the bottom area of the cassette door of the cycler during drain 3 of 4 and also at the end of the pd treatment. The patient reported receiving an air detected in cassette alarm prior to the leak. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to disregard the use of the cycler until the next day and follow up with the patient's on-call pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event, and that fluid was found underneath the cycler as well. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (type unknown, dose unknown, oral, three days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the cycler has not been used since the event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.